Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's pump had been flipping and was hot to the touch since implant. The health care provider had been able to flip it back to the correct position and the pump was only sporadically hot. There were times that the patient could feel it be hot from touching it, and other times she could feel it from the inside that it was hot. A couple of months ago, the pump flipped and they were not able to flip it back to the original position. It was difficult to refill the pump because the port was on the back side. The drug in the pump was morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.